Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Detailed analysis of the leads was not performed at this time due to pending litigation. Therefore, we are unable to fully evaluate the reported event.

Event description:
It was reported the model 4193 lv (left ventricular) lead had high thresholds. It was further reported the model 6949 rv (right ventricular) lead had a possible malfunction, and the patient was pacemaker dependent. The leads were explanted and replaced. Additional information was subsequently received clarifying that the previously reported 6949 malfunction was a lead fracture. No patient complications have been reported as a result of this event.

Event description:
It was reported the model 4193 lv (left ventricular) lead had high thresholds. It was further reported the model 6949 rv (right ventricular) lead had a possible malfunction, and the patient is pacemaker dependent. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available.